Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site. No further issues reported. Medtronic investigation of returned suspect device finds that the computer initially booted-up with a strange color scheme. Ran glxgears for ~2 minutes until screen went black and became unresponsive. Computer failed vgc, graphics card malfunction, directly causing the event.

Event description:
A medtronic representative reported a navigation system computer that would not boot-up. There was no patient present when this issue was identified.